Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. It wasn't working and the patient was getting up at night. The patient work construction and was working right next to MRI. There were no trauma/falls reported that could be related to this issue. It was turned off on it's own and she turned it back on today. Symptoms reported were having to get up and urinate in the night. Event date was in (B)(6) 2015 (3 weeks). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.